Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had leg pain all of their life that was unrelated to the mgu device or therapy. It was reported that the patient took pain medication due to the unrelated leg pain and that they were a prospective patient of scs therapy. It was reported that the patient had an MRI for brain tumor and strokes. It was reported that these were not related to the device or therapy. The patient reported that ever since their first unrelated stroke on (B)(6) 2016 they could not walk for 2.5 months. The patient went through hard therapy for 10 days that were reported to be ¿absolute torture and hell.¿ the patient did not walk as well now. Since that therapy the patient had horrible pain in the implant area. It was reported that the patient also had an artificial hip in the same area. The patient though that the therapy was not quite as good as it was before they had started that therapy for their first unrelated stroke. The patient usually did not feel stimulation; however, they felt jolts of stimulation during the therapy sessions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.